Manufacturer narrative:
H3,h6: the device intended for use in treatment was returned for evaluation but we were unable to establish a relationship between the reported event and the device as it was contaminated; additionally a visual and functional evaluation could not be performed therefore there is insufficient information to determine a root cause. The described failure mode, failure to charge and can potentially be caused, as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced, this is detailed within the instructions for use. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production and the device met all specifications upon release into distribution a complaint history for the reported events has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the renasys touch pump cannot be charged. Despite turning off and on, using a different cable and different plug location the problem still persisted. Another pump was tested and it could be charged with the same cable and point location. The patient's pump was not kept within the renasys touch bag and the pump was put in a cooled environment. Another pump was sent to replace the current faulty pump to the patient. No injury has occurred.